Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the product pouch with product information. The actual transfer set was not shown in the photo. In the photograph provided there is not enough information to duplicate the event or determine if the product failed or met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "hardness of the rotating key to open and close the extension line of a minicap transfer set. According to the reporter, when force was applied "the key broke." This was further described as "the twist clamp was so tight that the transfer set was not able to open" or "close at all." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.